Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between october 25-26, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was fluid inside the bag that contained the infusor device which suggested a leak had occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The leaked was contained within the sealed packaging, and the device was discarded. This occurred prior to patient use. There was no patient involvement. No additional information is available.